Event description:
It was reported that during an unspecified procedure, a component tear occurred. The lesion was located in the common bile duct (cbd). Upon attempting to advance the rx lithotripter compatible basket through an unspecified device to the lesion, the outer sheath slipped and the side care became torn. The device was removed and the procedure was completed with another of the same device. No pt injuries or complications were reported. The pt's status is reported as "good."